Event description:
The initial reporter received questionable ise indirect na and k for gen.2 results from two patient samples tested on the cobas pro ise analytical unit. Sample 1 the initial results were reported outside of the laboratory. The results were deemed high prompting the rerun of the patient samples on their other line. The initial na result from the analyzer is 139.7 mmol/l. The repeat result from the other line is 131.5 mmol/l. The initial k result from the analyzer is 4.38 mmol/l. The repeat result from the other line is 3.92 mmol/l. The repeat results were deemed correct. Sample 2 the reporter received an alert due to the high result. The initial na result is 153 mmol/l. The repeat result was 136.3 mmol/l.

Manufacturer narrative:
The electrode lot numbers and their expiration dates were requested but not provided. The investigation reviewed the calibration performed on 24-jul-2024 and the qc data. The results were within specifications. The investigation reviewed the alarm trace. The trace had sample probe and sample short errors. The field service engineer (fse) inspected the analyzer and determined that the event was caused by a clot within the vacuum nozzle causing an improper aspiration in the dilution vessel. He then cleaned the vacuum nozzle and the dilution vessel. He verified the analyzer's performance by ion-selective electrode (ise) checks and precision checks with successful results. The customer performed calibrations, qcs, and patient correlation tests with the other line ise with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.